Event description:
Patient undergoing a laparoscopic cholecystectomy. Surgeon was using a stryker 250-070-446 laparoscopic monopolar spatula tip. The sheath was getting so hot that it was melting. The surgeon had to use three different sheaths during the procedure. Otherwise procedure was completed without untoward effects. Patient to recover in stable condition.